Event description:
Non-specified repair request initiated for device. No pt impact reported. Report escalated to complaint on evaluation due to damage to the footed portion of the attachment. On follow-up, it was noted that this malfunction occurred during a case. The detached portion was immediately retrieved and disposed of. A back-up device was available and used to complete the procedure. It was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report confirmed. Evaluation of the device noted that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no pt impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."